Event description:
The procedure was an instent restenosis case. During the procedure the silverhawk device quit working it would not open or close. It was unknown if they were hung up on a stent strut. No injury to the patient reported, however, evaluation of the returned device found that much of the cutter blade had broken off.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable.additional information has been requested. Should it become available, a supplemental report will be submitted.